Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The device was interrogated, and it was found the device had reached elective replacement indicator (eri), and currently has a charge time of 22.8 seconds with a voltage measurement of 2.62 v. Therefore, this device is exhibiting charge time anomaly behavior. The physician will evaluate a device replacement in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). No adverse patient effects involving the procedure were reported.